Event description:
Per the clinic, the abutment fell off of the internal fixture after the patient experienced a head injury (date not reported). The patient was subsequently placed under general anesthesia on (B)(6) 2025 to have a new abutment placed on the internal fixture.